Manufacturer narrative:
The reported event of could not untighten atrial and ventricular setscrews to remove the leads was confirmed. Analysis revealed that calcified blood was filling the insets of both setscrews. The calcified blood was preventing the wrench from engaging the setscrew insets to untighten the setscrews. Wrenches cannot penetrate the calcified blood. The wrench will only strip portions of the inset it comes in contact with. The calcified blood was removed in the lab. Then a wrench could be inserted to engage the setscrews to untighten them. The stuck leads could then be removed from the atrial and ventricular connectors. The blood came through holes punched through the septum by the user of the torque wrench at time of implant.

Event description:
During routine device exchange, it was not possible to loosen the set screws from the header of the device. The leads were cut and a new system was successfully implanted to resolve this event. The patient was stable.